Event description:
New information notes that the prior recommended programming changes were made. Subsequently, post-paced t wave oversensing recurred. Additional programming changes were recommended.

Event description:
It was reported that during follow up, non-sustained lead noise due to post-paced t-wave oversensing was observed. Programming changes were recommended.

Event description:
New information received noted that the recommended programming changes were made; however, post-paced t-wave oversensing recurred. Further programming change was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.